Event description:
The following was reported to hamiton medical ag: it was a brand-new device, only rolled out onto the floor from june this year. Last pm was on the 16.04.23. Patient arrived at ed requiring intubation and was attached up to the t1. Unable to change any of the settings - rotary knob turning but not changing anything. Patient was ventilated overnight with vte of 600mls, peep 5, and fi02 of 98% and they were not able to manipulate any of these settings despite multiple attempts to solve the problem. Device was restarted, with a new circuit attached, with no change. Due to not having any other circuits available for their oxylog - they left the patient overnight ventilating on these settings. Patient required hand bagging for significant periods of time to try and reduce pa02. Current condition of the patient- transferred to tertiary level hospital for further management.

Manufacturer narrative:
Hamilton medical ag case number: (B)(4). Additional information follow-up MDR nr. 1: investigation: the investigation found that the root cause can be traced back to an error in the fpga driver framework of the esm, which among others provides the sw interface of the o2 sensor and the p+t knob. This led to the issue that the knob was not responsive anymore. As a consequence, the patient was ventilated with an ambu bag and later with another ventilator.

Event description:
The following was reported to hamiton medical ag: it was a brand-new device, only rolled out onto the floor from (B)(6) this year. Last pm was on the (B)(6) 2023. Patient arrived at ed requiring intubation and was attached up to the t1. Unable to change any of the settings - rotary knob turning but not changing anything. Patient was ventilated overnight with vte of 600mls, peep 5, and fi02 of 98% and they were not able to manipulate any of these settings despite multiple attempts to solve the problem. Device was restarted, with a new circuit attached, with no change. Due to not having any other circuits available for their oxylog - they left the patient overnight ventilating on these settings. Patient required hand bagging for significant periods of time to try and reduce pa02. Current condition of the patient- transferred to tertiary level hospital for further management.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).